Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert for high voltage lead impedance out of range. Review of trending revealed the impedance was greater than the upper limit. Programming changes were discussed. No intervention was performed.

Event description:
New information received notes physician performed programming changes to device and performed defibrillator test. Patient is asymptomatic. X-ray showed no evidence of externalized conductors and a fluoroscopy maybe performed.

Event description:
New information received notes physician performed fluoroscopy and the lead looked good. Defibrillator test was successful; lead parameters were all stable post high voltage therapy. The patient was stable during evaluation.